Event description:
Customer's caretaker reported blood glucose results of 110 mg/dl and 56 mg/dl within 10 mins on the compact plus system. Customer reported symptoms of hypoglycemia, emt's were called, tested customer's blood glucose at 58 mg/dl, treated/transported to emergency room. A request was made for the return of the system, replacement was sent.